Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the surgery date was still pending. The cause of the poor coupling and device not turning off was undetermined. It was stated once the device was removed, it would be returned for analysis. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the battery will not hold coupling strength or strength of charge. The patient stated the battery had difficulty connecting and syncing even when it had plenty of charge left. The patient stated they were unable to turn off the device when they pressed the off button. After several tries, the patient was able to turn stimulation off. A rep was able to sync to the device with no issue. The patient stated they saw a different rep in (B)(6) 2017 who had trouble syncing to the battery. Impedances were all within the normal limits and the battery site had no palpable pain. The patient stated when the system is working it provided great pain relief. The rep met with the patient and healthcare provider and the decision was to replace the battery. The surgery date was pending. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was in a clinical study. The patient had difficulty charging and communicating with the device, and at one point, could not turn the device off. The patient also felt jolts twice even with the device off; the diagnosis was a device malfunction. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. Interventions taken included explanting and replacing the neurostimulator on (B)(6) 2017. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.